Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter, the dentist noted pathological wear associated with #22-27 and #8 & 9 due to malalignment of patient's teeth. Patient to cease using byte aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.